Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective patient line cap was loose and disconnected from the patient line of an unspecified quantity of amia automated pd cycler sets. The protective caps were loose and disconnected and had fallen off inside the overwrap of the sets. This was observed during an setup for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.